Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing on going, intermittent low blood glucose (bg) levels (40 mg/dl) and the cause was not known. Low bg was addressed by consuming carbohydrates. The customer requested assistance with adjusting the pump basal setting. Tandem technical support advised the customer to discuss the setting with a healthcare provider.